Event description:
It was reported that during a laparoscopic transverse colectomy procedure, jamming occurred and the clip was malformed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and locked out; the orange indicator was found in the proper location, indicating device was locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). The instrument has an orange indicator that appears on the top of the handle as a reference for the user as to the quantity of clips remaining. Due to the returned condition of the device, no testing could be performed to evaluate the reported clip formation issues. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Which firing of the device did this event occur on? --- the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? ---blood vessel was the clip fully advanced into the jaws prior to firing? ---yes. Was there any torquing or twisting of the device present at the time of firing? ---no. Was any unexpected resistance felt while firing the trigger? ---the force of grasping the trigger was higher than usual. Were any unexpected noises heard? If so, when? ---no. Did somebody other than the primary surgeon fire the instrument? If so, whom? --- the information was not provided from the hospital.